Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was an interface error message displayed. A technical support specialist assisted and informed customer that the replenishment messages were not from the scheduled refill triggers, rather they were sent from pending transactions performed in pyxis es. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server faced an interface error messages. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.